Event description:
Boston scientific crm received information that this lead was being revised, due to dislodgement. This lead remains implanted. As of this report, it is unclear if the lead revision has been performed.

Manufacturer narrative:
Device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Type of reportable event: dislodgement with unknown intervention.